Event description:
It was reported that the 9800 system monitor was blank. No patient injury was reported.

Event description:
Reporter alleged that patient received a result of 488 mg/dl on inform system 1 compared back to back with a result of 108 mg/dl on inform system 2 when testing was performed within 10 minutes. Reporter stated that just 52 minutes prior to obtaining the readings, the patient was given a snack. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4)